Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had a blood infection. Additional information received indicated the source of the infection was the patient's skin and hemodialysis catheter. The bi-ventricular implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 407652 implantable pacing lead 2008-(B)(6); 419488 implantable pacing lead 2008-(B)(6); 694765 implantable tachy lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a blood infection. The bi-ventricular implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.